Manufacturer narrative:
(B)(4). Batch # t9237t. Device analysis: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and it was noticed that the retention pin insulation was damaged. Damage to the pin coating could result in alert screens such as "relaxed pressure in blade," ¿tighten assembly¿ or ¿blade error detected,¿ followed by a ¿replace instrument¿ screen later in the procedure. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include, ¿tighten assembly,¿ ¿blade error detected¿ or "relaxed pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A conclusion could not be reached as to what caused this issue. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, a ¿tighten assembly¿ alert screen was displayed by the generator. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.